Event description:
The lay reporter / mother contacted lfs in 2009, alleging inaccurate high readings on her son's one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the pt. The following info is based on the initial call that was placed on the same day. The reporter mentioned that in the same month, at 8:45 am she noticed that the meter was displaying high readings. The pt tested using their meter and obtained a 101 mg/dl and then tested on a one touch ultra meter and obtained a 101 mg/dl. The pt took insulin bolus, humalog 3ui and at an unspecified time later, the pt developed blurred vision, heart was racing, was trembling and feeling weak. The pt did not seek any medical attention, receive any treatment or contact their physician. It is unk how long after taking the insulin the pt exhibited the symptoms, how long the symptoms lasted, whether the pt took the insulin based on a sliding scale or set amount. There is also no info on what is considered a normal reading for the pt, what the readings were prior to the event, what the differences was in the two meters since both meters displayed a result of 101 mg/dl. A quality control test was not done since the pt did not have any more test strips. The products were replaced. The complaint is being reported since the reporter alleged that after her son took insulin based on the meter result, he developed symptoms suggestive of either hypoglycemia or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.